Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump has a ¿latch and lock¿ sensor issue. The issue was discovered before use. There was no patient involvement.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. H6. Investigation codes: updated. Investigation summary: it was reported that the pump has a ¿latch and lock¿ sensor issue, the issue was discovered before use. Customer issue was confirmed. The lock sensor is not working properly. Visual test was performed. Lock sensor will be replaced. Resolution of the reported issue was confirmed by the technician and the device will be submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification. Should any of the functional and delivery tests fail to meet specification the device shall be returned to the technician for additional repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.